Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device arrived in a clear 0.2% glutaraldehyde solution in an explant kit. Evidence of cauterization was observed on the inflow and outflow. A remnant of a chordae tendineae was observed on one stent post. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow of all leaflets. The free margin of all leaflets appeared misaligned which is possibly associated to the adhered host tissue on the commissures. The left right commissure appeared intact. The right non-coronary and non-coronary left commissures appeared intact however, host tissue overgrowth made it slightly difficult to confirm. A remnant of pannus remained attached to the tissue and base stitching adjacent to the left cusp, over the inflow margin of attachment and 1 to 3 mm onto the cusp. Pannus on the outflow extended along the outflow rail adjacent to the left and right cusps, to the right non-coronary and non-coronary left commissural area, covering the tops of both the commissures and stent posts resulting with possible restricted leaflet motion. Pannus on the outflow rail adjacent to the left cusp appeared to extend to the outflow margin of attachment, slightly adhering to a striation on the outflow, possibly contributing to restricted leaflet motion. Pannus on the outflow rail adjacent to the right cusp appeared to adhere the free margin of the right cusp to the left right commissural area showing possible evidence of restricted leaflet motion. Radiography showed no evidence of mineralization in the valve and/or host tissue.

Manufacturer narrative:
Medtronic received additional information that this valve was implanted in the mitral position, not in the tricuspid position as was initially reported.

Event description:
Medtronic received information that approximately three years, six months post implant of this bioprosthetic mitral valve in the tricuspid position, this valve was explanted and replaced due to severe regurgitation from a jet originating at the stent post. The patient experienced hemolysis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.